Manufacturer narrative:
.

Event description:
It was reported that during follow-up, far p-wave oversensing on the ventricular channel was observed on stored and real-time egm. The patient received inappropriate atp and hv therapy. Programming changes were made. Later that day, the tachy therapies were programmed off and the patient was given a life vest. Device replacement is planned.